Event description:
It was reported that the patient suffered from severe dysphotopsia post-operation. It was indicated that the intraocular lens (iol) had a definite central elevation as seen in the images. An explant was performed as the lens was thick for a 24 diopter iol. There was no vitrectomy required and no delay or other interventions were reported. No information about the patient status was provided. No further information was provided.

Manufacturer narrative:
Pt info: unknown/not provided, information was asked but it was not provided. Date of event: unknown, not provided. Catalog number: a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number:the UDI number is unknown, as the serial number was not provided. Explant date: unknown, information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Adverse event code: (B)(4). Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product evaluation was performed on the customer provided photographs by a subject matter expert. The photographs display a pseudophakic eye with a lens claiming to be a 3pc tecnis monofocal model za9003. A para-central bubble like elevation with a spherical shape can be observed. The root cause and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. Per the definition of dc-unspecified/other w/ patient involvement, the complaint issue could not be confirmed. However, the observed issue dc-damaged / broken is similar to the complaint issue dc-unspecified/other w/ patient involvement and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.